Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited oversensing due to intermittent lead noise. The lead was reprogrammed on (B)(6) 2019. The patient was stable.

Event description:
New information received noted that the patient presented remotely. Upon review, the right ventricular lead was found oversensing and exhibited intermittent lead noise. No intervention occurred and the lead remained implanted. There were no patient consequences, and the patient would be monitored.

Event description:
New information received noted that the patient presented remotely. Upon investigation, noise on the right ventricular lead was causing pacing inhibition. The patient was brought in clinic and received programming changes. The lead was later capped and replaced on (B)(6) 2020. The patient was stable, and no patient symptoms were reported.